Event description:
It was reported the "aiming beam firing straight at the end point" at 10,120 joules. The procedure was completed with a second fiber. No report of pt or end user injury.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.